Event description:
Two days following a successful tuna procedure the pt presented with congestive heart failure and a urinary infection. Pt was discharged 4 days later but was re-admitted in 3 days where echogram and CT revealed some obstruction of the left kidney. Pt underwent cystoscopy and placement of a left uretral stent. The catheter was subsequently removed and the pt was voiding well prior to discharge from the hospital.